Manufacturer narrative:
Age at time of event: 18 years or older. Device evalurated by MFR: the device was returned for analysis. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 60 mm in length. Inspection of the rest of the device found no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported balloon rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. Subsequently, a 6x150 non-bsc balloon catheter was inflated at 30 atmospheres and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. Subsequently, a 6x150 non-bsc balloon catheter was inflated at 30 atmospheres and the procedure was completed. No patient complications were reported.